Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD)with atrial therapies, which has been implanted 2.6 years, displayed a middle of life 2 battery status and a charge time of 14.1 seconds. The original longevity estimate was 5 years. An allegation of premature battery was made.